Event description:
It was reported that the patient's right hip was revised due to pain and shell migration. The shell, liner and head were revised. Rep confirmed there were no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.